Manufacturer narrative:
E1: phone number listed as (B)(6) which exceeds 10 characters for field.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. After femoral vein puncture, the was and versacross connect were inserted and advanced to perform the transseptal puncture. The fossa ovalis was crossed with a single energization. In accordance with the facility routine practice, 6,000 units of heparin were administered after crossing the fossa ovalis. When a pigtail catheter was inserted into the was and an attempt was made to access the left atrial appendage, a catheter thrombus-like structure extending near the tip of the sheath was observed on transesophageal echocardiography (tee). Aspiration was performed via the pigtail catheter, after which the thrombus disappeared. As no abnormalities were observed in the patient, the procedure was continued. The active clotting time (act) after heparin administration was 443. The physician attempted to position and place the closure device; however, it was unable to be implanted due to the shape of the left atrial appendage. Post procedure, the procedure, the patient was in recovery without neurological symptoms. There were no further complications.